Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead due to short v-v intervals and non-sustained episodes. T-wave oversensing (twos) was observed. The lead remains in use. No patient complications have been reported as a result of this event.